Manufacturer narrative:
Event date estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12840. It was reported the patient experienced ineffective stimulation. As a result the patient underwent surgical intervention (B)(6) 2019, wherein their drg system was explanted. No further information is known at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.